Event description:
The reporter stated that the atrial impedance is 113 ohms bipolar and the annotations indicate "ai" bipolar. Atrial lead impedance in the unipolar mode is 429 ohms with appropriate "as" annotations. An x-ray will be ordered for further evaluation.